Event description:
It was reported that they had replaced the patient¿s pump due to normal battery depletion and during the surgical procedure when they opened the patient up they found the catheter had disconnected from the pump. In addition the catheter had a lot of build up inside it; reporter indicated probably due to the extremely high concentration of the drug being used. Per reporter, patient had already been through withdrawal (specific time/date not known) and experienced nausea, vomiting, diarrhea "probably because catheter was blocked and disconnected from the pump." Patient at that time was given oral narcotics to help with the pain. Drugs delivered via the device were hydromorphone and bupivacaine prior replacement and post replacement patient was started on 2mg/ml of hydromorphone at 0.1mg/day. Patient was stated to be in ICU (intensive care unit) "just to be monitored" but was doing very well since the surgical replacement. It was later reported that the catheter connector was disconnected in the pocket. There was also ¿black precipitant around the connector and the catheter was unable to be aspirated when connected to a new catheter and the new pump. As of (B)(6) 2014, it was stated that patient was receiving effective therapy. The old catheter was tied off and left in the body after the new catheter was placed and connected to a new replacement pump.

Manufacturer narrative:
Concomitant products: catheter model: 8709, serial #: (B)(4), implanted: (B)(6) 2001, explanted: unknown. (B)(4).